Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to the customers blood glucose level. Reportedly, each time the cartridge alarm 19's occurred the customer was able to load a new cartridge and resume insulin delivery.